Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Note: typical surgery related damage is noted but is not considered abnormal. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformance's, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. This lead was returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. This lead was returned for analysis.